Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported by the affiliate that during a rectum procedure, a leakage at the staple line on the rectum was observed at the end of the procedure. The surgeon used manual sutures to finish the procedure. There was no adverse consequences to the pt. The device was discarded.